Manufacturer narrative:
PMA/510(k)#: p100022/s001. The stent was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. There is no imaging available to support this investigation. According to the information provided, restenosis was confirmed at the lesion where the device was placed. Available information stated that the patient had pre-existing conditions including: carotid disease, hypertension, hypercholesterolemia, renal failure and ever smoked. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction. In addition worsened claudication was also observed on the patient. It can be noted that this symptom indicates progression of peripheral artery disease and can also be associated with the restenosis process. However, as no imaging was available, a definitive root cause of this event cannot be determined. It may be noted that as per the package insert, restenosis of the stented artery is a known potential adverse event associated with the placement of this device. Additionally worsened claudication is also an adverse effect. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with the lot number. However, based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number. According to the information provided, pta was performed and the patient had a favourable outcome. No other adverse effects were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012: four zilver ptx stents were placed in the left sfa. Reports 3001845648-2016-00385, 3001845648-2016-00386, 3001845648-2016-00387, 3001845648-2016-00388: on (B)(6) 2016: 100% restenosis was confirmed in the lesion. (Worsen rutherford and worsen claudication were observed.) Then, pta was performed and the patient had a favourable outcome. Reports 3001845648-2016-00389, 3001845648-2016-00390, 3001845648-2016-00391, 3001845648-2016-00392: on (B)(6) 2016: 100% restenosis was confirmed in the lesion. (Worsen rutherford and worsen claudication were observed.) Then, pta was performed and the patient had a favourable outcome.